Manufacturer narrative:
This is one of two manufacturer reports being submitted for this article. In this literature article, 61 patients received ppi during hospitalization. However, 6 of these cases were already captured under edwards complaint number (B)(4). The date of the event is unknown; however, according to the article, the study period was from march 2012 to september 2019. Thus, the first day of the reported study period (1 mar 2012) was used as the occurrence date. Article citation: schlomicher m, useini d, haldenwang pl, naraghi h, moustafine v, bechtel m, strauch jt. Outcomes in patients with left bundle branch block after rapid deployment aortic valve replacement. Thorac cardiovasc surg. 2022 feb 2. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "outcomes in patients with left bundle branch block after rapid deployment aortic valve replacement", the following events were identified as pertaining to edwards devices. 55 patients received permanent pacemaker during hospitalization after the implantation of an edwards intuity valve in aortic position. These patients were excluded from the study of this literature article.

Manufacturer narrative:
Information added to section h6 (type of investigation), h6(investigation findings) and h6 (investigations conclusions). The serial numbers were not provided. Therefore, the device history record (DHR) could not be reviewed. Despite due diligent attempts to receive further information regarding these events, no additional information was received from the customer. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and conduction abnormalities. The reason for post-operative av block after valve replacement or ring annuloplasty surgery is due to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. These events are mostly due to procedural factors and not related to the device. Atrioventricular conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanisms of the development of heart block after tavr and surgical avr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop post-operative heart block, potentially requiring a permanent pacemaker. As a result, in depth investigation of these events is not warranted. In this case, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed